Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign matter was unable to be identified. The specific root cause of the foreign matter being stuck in the nozzle could not be determined, however it is probable that the event was caused by physical damage to the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was a kink and debris inside the channel. The device evaluation found a cut at the bottom right corner of the image, the bending section cover glue had cracks, the insertion tube had scratches, and the light guide tube had buckles and cracks. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had foreign material exiting from the channel. There was a gray substance coming out of the channel with a brush. This event was found during reprocessing. The customer later clarified that the scope had been sent in for repair and it was noted while doing the initial cleaning, prior to it being put to use. There were no reports of patient harm.